Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that she was pushed into a pool while wearing the insulin pump and the device started to alarm. Troubleshooting was performed. No further information was provided.